Event description:
It was reported by end user that the tdxsp-cg power chair was in kitchen and chair started tilting on own on (B)(6) 2015. End user advised pulled kill switch and chair stopped tilting. End user advised wife plugged back in and chair has been working fine now. End user advised no injury. End user also advised on (B)(6) 2015, he was driving his van while in his power chair and the chair started tilting back. End user advised could not stop chair from tilting and caused his knees to be under steering wheel and feet under dash board. End user advised could not reach brake or steering wheel. End user advised he lost control of the van and went off the road into a ditch and ran into a fence. End user advised once van stopped,the person who fence end user hit, replaced a fuse from under the chair, so end user could tilt chair back. End user advised once fuse was replaced, he was able to tilt chair back to upright position. End user advised sons' fiance (B)(6) was in the van with him at the time of the incident. End user advised no physical injury. End user advised there was (B)(6) damage to van per his insurance. End user advised do not know how much damage was done to the home owner's fence. End user advised the next day (B)(6) 2015 dealer (B)(4) from (B)(4) came out to look at chair and could not see what caused the issue. End user advised while waiting for (B)(4) the dealer to come, he went on the porch and chair tilted all the way back while in drive on its own and when (B)(4) the dealer, he used a programmer on chair and chair tilted back to upright position and he was able to get tilt to go through egg switch. End user advised dealer came out (B)(4) 2015 and replaced the cable that goes from box under seating system to tilt actuator and now he can work his tilt through the joystick. End user advised provider removed egg switch. End user advised provider left kill switch hooked up. End user could not provide any further information.